Event description:
A surgeon reported that the material of the sleeves is thinner than it used to be and has had difficulty putting the sleeves on the tip correctly (he needed to "screw" them on instead of "slide" them on) on several occasions for cataract procedures. It was also reported that the sleeves twist up around the tip. When the sleeve is twisted during surgery, the surgeon has to "untwist" the sleeve in order to continue with the case, however aspiration is still difficult as flow is insufficient. It was noted that during priming everything went well. No pt harm was reported.

Manufacturer narrative:
The investigation is in progress. A sample is not returning for eval. A root cause has not been identified. (B)(4).